Event description:
It was reported that the patient was experiencing pain and headaches, and the patient's device stopped working. External equipment was exchanged with no resolve. Testing performed showed that the device is not functional. The patient's device was explanted. The patient was reimplanted with another advance bionics cochlear device.